Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was incorrectly diagnosing arrhythmias. The patient received inappropriate atp for atrial tachycardia with rapid ventricular response and inappropriate atp for svt. The device was reprogrammed and the patient will be monitored.